Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was identified as fiber material such as lint-free cloth or towels, but from what it was derived was unspecified since the actual item was not sent to the manufacturer. It is determined regarding the cause of the remaining foreign material in the subject device that foreign material which was bigger than the inner diameter of the air/water nozzle inserted during the operation of wiping in the reprocessing procedure. It was further determined that the remaining foreign material in the subject device was caused by handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the device for evaluation and repair of air/water flow and blurry image issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle is clogged with foreign material. In addition, due to clogging of suction tube in universal cord, foreign objects come out of suction port. Due to clogging of nozzle, water removal ability does not meet the standard value. This is being submitted for the reportable issue of foreign material found in the nozzle and suction channel as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is (B)(6). This device is not sold in the u.s., but a similar device is. Upon inspection and testing, it was observed that the nozzle is clogged with foreign material. In addition, due to clogging of suction tube in universal cord, foreign objects come out of suction port. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: adhesive on distal end rubber coating (a-rubber) has a chip, white-clouded area, and a crack; protector of universal cord has discoloration; distal end cover (c-cover) has a dent; connecting tube has a cut and discoloration; adhesive around light guide lens has white-clouded area; adhesive around objective lens has white-clouded area; and switch (sw) sw1, sw3, and protector of universal cord have a scratch. User¿s complaint of blurry image issues was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information of device reprocessing provided: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. The device was not used in a procedure with the foreign material adhering to the device.